Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that he had been experiencing some issues with his insulin pump. The customer's blood glucose level is 113 mg/dl. The customer states that the issue he is having is that the keypad doesn't work sometimes. The significant events the customer recalls leading up to the unresponsive keypad is that he was sweating a lot. We advised the customer to discontinue use of the pump and to revert to a back up plan. No further information was reported.